Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device replacement procedure when the physician went to disconnect this right ventricular (rv) lead from the header, the proximal end separated and fractured. Additional surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.